Event description:
It was reported that the patient presented in the hospital after receiving an alert for out of range pacing lead impedance. Increased capture threshold was also noted. No noise was observed during provocative testing. The lead was capped and replaced. The patient medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.